Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she has been experiencing frequent low blood glucose levels due to surgery. The current blood glucose reading is 45 mg/dl. Customer has treated with food. The blood glucose reading at the time of the event was 25 mg/dl. Customer was having back pains. Customer was not eating. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.